Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od) as a replacement lens on 11-sept-2023. Reporter states the wrong lens was implanted. On 13-sept-2023 reporter states the "good lens implanted." Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. See MFR# 2023826-2024-00046 for initial lens.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -10.00 diopter was implanted into the patient's right eye (od) as a replacement lens on (B)(6) 2023. Refractive surprise was observed. This was due to the surgeon implanting the wrong lens into the patients eye. Angle block with elevated iop and angle closure with elevated iop was reported due to the initial lens implant. On (B)(6) 2023 the lens was removed and on the same day a replacement lens of toric model and same size was implanted and the problem was resolved. See MFR# 2023826-2024-00046 for initial lens. Claim# (B)(4).